Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log review was completed and it noted the presence of this alarm in the log. A visual inspection was performed and no abnormalities were found. The reported issue could be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The system error 105 was verified. The cause was determined to be a seized motor and was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump experienced a system error 105 (pic motor error) during therapy (medication, programmed amount and delivery rate unknown) in the medical/surgical department. There was no patient injury or medical intervention associated with this event. No additional information is available.